Event description:
A caller reported a malfunction on the pump, but there were no notable events before this occurrence. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterward. Customer was informed they could continue using the pump and advised to call back if the issue reappeared.